Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose level. The customer¿s blood glucose level were 40 mg/dl, 42 mg/dl, and 75 mg/dl. The device will not be returned for analysis.